Event description:
It was reported that a malfunction alarm occurred, identified as malfunction 16-0x20e6. There was no reported impact on the customer¿s blood glucose level. The customer had already reset the pump for this malfunction, and the pump, which was within warranty, was replaced. Despite confirming the shipping address and providing storage instructions, the customer declined to share the type of backup therapy used. The defective pump was instructed to be returned within 10 days using a pre-paid label and return box.